Event description:
It was reported that this pacemaker could not be interrogated by different programmers. Different troubleshooting options were discussed with the different programmers and still the device could not be interrogated. An x ray was completed to confirm the device was still implanted. It was recommended to consider the patient unprotected and replace device. The pacemaker remains in service at this time. No adverse patient effects were reported.